Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 6009467, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6009467 was manufactured according to the work instruction (wi) version 20 and manufactured in the line m14 on 25-oct-2024, with a total of (B)(4) units. An extended for delaminated tape was performed for the outgoing test 9(g). The sub-assembly,canula : the lot was manufactured according to the wi version machine sc05 & sc06, on 24/oct/2024, with a total of (B)(4) units. The lot was manufactured according to the wi version machine sc05, on 23/oct/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: one extended was raised during the process unrelated to the malfunction reported, therefore, no non-conformance (nc) raised related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Initial and final MDR 2452338- MDR 3003442380-2025-17226 - device 1 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced device/needle issues with four infusion sets on (B)(6) 2025 and was unable to remove the introducer needle upon insertion. No further information available.